Event description:
Customer had been using this lot number for past two weeks without problem then reported three leaks in three days. Pharmacy contact confirmed two sets were leaking at the luer to tubing connection, 1 set was leaking at the lower end of the y-site to tubing connection.